Event description:
Rptr is a diabetic who was taught that you always had to aspirate the needle to give insulin shot to make sure that you did not hit a vein or an artery. Rptr stated that it can be life threatening if insulin is injected directly into the bloodstream. Rptr said that they purchased an insulin pin, which is a portable injection device. However, when you are giving the injection, you are unable to go through the needle aspiration process. As a result, 2 of the 5 times rptr has used the device, they hit a blood vessel, injected insulin directly into bloodstream and subsequenlty passed out. Rptr believes that this device is dangerous and should not be on the market. According to MFR rep occasionally calls are received from individuals who have aspirated blood while using this device. As a result, lilly has established a telephone number for these individuals to call to obtain specific instructions on how to use the device plus they have developed a program for physician training. Rptr was given lilly's special number for this device. Rptr stated that they believe that they have already called this number and rptr still feels that this device is unsafe.